Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The imp,tsv,4.7,8,mtx,mg (tsvtwb8) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Pre-existing patient factors are not relevant to the reported event. The reported product was placed on an unknown tooth site and removed the same day. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 1226258. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1226258) for similar event and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (stuck mount) or product (tsvtwb8). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided. Device not returned.

Event description:
It was reported that the fixture mount (tsvtwb8) could not be released from the implant during placement. Another implant was placed to complete the procedure.